Event description:
It was further reported that the right atrial (ra) lead was scheduled to be replaced. During the procedure the lead impedances were tested via the analyzer, the chronic device, and a new device. On the old device, impedances were greater than 3000 ohms; however, repeated testing with the new device resulted in impedances between 412-456 ohms. The physician elected to keep the ra lead in use, suspecting an issue with the header block of the chronic implantable cardioverter defibrillator (ICD). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m62 lead, implanted: (B)(6) 2012. (B)(4).